Event description:
Device report from synthes reports an event in japan as follows: it was reported that the surgeon performed a percutaneous vertebroplasty (l2) for a compression fracture on (B)(6) 2023. During the surgery, the viscosity of the cement was checked 9 minutes after cement mixing started, and the cement was injected into the vertebral body. The cement leaked into the blood vessel when 3 cc of the cement was injected into the right side using a cement needle. The surgeon interrupted injecting the cement. The surgeon judged that there was no problem because the cement had leaked into the basivertebral vein but not into the inferior vena cava. The surgery was completed successfully with no delay. As a precaution, a CT scan is scheduled for (B)(6) 2023. No further information is available. This report involves one vertecem v+ syringe kit. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. G4: device is not distributed in the united states, but is similar to device marketed in the USA. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.